Event description:
As on facebook, the patient's spouse posted that their spouse ''died on the operating table after the tavr (bovine valve) procedure was done'' and the team was unable to get their ''heart to pump''. A search of the patient registry records was performed, and the case and patient were discovered. The patient's tavr procedure had to be moved forward because the team did not feel the patient would survive the day without it. After bav they remained hypotensive and aortic insufficiency (ai) was noted. The 29mm sapien 3 valve was successfully implanted; however, the patient did not recover and subsequently expired. Medical records were received from the implanting hospital. The patient presented to the hospital secondary to worsening shortness of breath and chest discomfort. They were no longer able to walk 5-10 feet without being symptomatic with noted shortness of breath with minimal exertion. The patient was schedule for tavr in the afternoon but didn't feel that they would make it until then. Under mac, converted to general anesthesia, the patient had a 29mm sapien 3 valve in the aortic position via right femoral artery approach. The patient became severely hypotensive with balloon aortic valvuloplasty sizing. Despite aggressive measures including chest compressions, deployment of valve, epinephrine and nor-epinephrine, vasopressin, bicarb, and intubation, the patient never recovered and was eventually pronounced dead.

Manufacturer narrative:
Thv/tvt registry. Per the instructions for use (IFU), hypotension and cardiogenic shock are known potential adverse events associated with the overall thv procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the thv procedure can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Periods of prolonged hypotension can result in cardiogenic shock. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. Per the instructions for use (IFU), hemodynamic instability is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate the patient's extremely poor health and heart function may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.